Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Upon further analysis, the bearings and other component parts were damaged. A damaged spindle housing and worn bearings were identified as the probable cause of the failure. The faulty parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. The procedure was successfully completed with the same device without any procedure delay; no adverse event was associated with the event.